Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2016, reported as ¿about 20 days ago¿. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by fever and abdominal ache. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal levofloxacin for six days (dose and frequency not reported) for bacterial peritonitis. On an unreported date, the patient recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.